Event description:
A discordant low c-reactive protein (crp) result was obtained on an advia 2400 system. The result was reported to the physician. The sample was auto-validated on the same instrument and the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant crp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument, it was determined that the cause for the discordant c-reactive protein result was unknown. The fse determined that the customer performed system maintenance prior to running the sample. The fse initially calibrated the lamp energy voltages for each lamp and after observing low lamp energy voltages, replaced the lamp. The instrument is performing within specifications and no further evaluation of the device is needed.